Manufacturer narrative:
Device evaluated by manufacturer: received one .018" guidewire with no visible residue found on the device. An examination of the guidewire found the core wire to be broken at approximately 50.5 cm from the proximal (stiff) end. The distal portion, including the coil wire and core wire was not returned. The guidewire was bent at approximately 31.5 cm from the proximal end. The core wire was examined under magnification and it was found to be bent and fractured near the transition. The fracture surface shows evidence of failing while undergoing tensile and/ or bending stress. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported the guidewire fractured. The physician selected an accustick ii introducer sheath to perform a nephrostomy procedure in the kidney. The mandrel wire from the first kit had a slight kink in it before use but looked sufficiently ok and the physician decided to use it. Access to the kidney was first attempted in the lower pole with difficulty entering the kidney, not ideally positioned for a drain. It was decided to leave the access needle and mandrel wire in the patient until a second access was made with another accustick ii introducer sheath. The second kit was able to be placed in the correct location for drain placement. When the first mandrel wire was removed it snapped leaving approximately 7cm of the tip in the patient's kidney. There was no force applied when removing the wire and needle together. The patient is under review with a faint chance the wire may have to be surgically removed, but the head of departments opinion, is that it will not affect the working of the kidney. No further complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the guidewire fractured.the physician selected an accustick ii introducer sheath to perform a nephrostomy procedure in the kidney. The mandrel wire from the first kit had a slight kink in it before use but looked sufficiently ok and the physician decided to use it. Access to the kidney was first attempted in the lower pole with difficulty entering the kidney, not ideally positioned for a drain. It was decided to leave the access needle and mandrel wire in the patient until a second access was made with another accustick ii introducer sheath. The second kit was able to be placed in the correct location for drain placement. When the first mandrel wire was removed it snapped leaving approximately 7cm of the tip in the patient's kidney. There was no force applied when removing the wire and needle together. The patient is under review with a faint chance the wire may have to be surgically removed, but the head of departments opinion, is that it will not affect the working of the kidney. No further complications were reported and the patient status is stable.